Event description:
Patient had poor pain control for approximately two months. At refill the expected pump reservoir was 3.3ml and the actual reservoir volume was between 10 and 11ml. A pump rotor study was then done. Within 5-10 minutes of manual pump manipulation through skin surface "the patient suffered respiratory arrest and loss of consciousness requiring emergency intubation and hospitalization." The pump contained a concentration of 3000mcg/ml fentanyl. The pump was stopped from event date through one month later. A CT done on the catheter 2 weeks later showed that there was "no evidence for an intrathecal mass or granuloma." The pump and catheter were explanted and replaced a few days later. The devices are being returned to the manufacturer for analysis. The patient is reported as "doing well with new pump."